Event description:
It was reported through the submission of a revision implant sheet that the patient's right knee was revised. A gmrs/ mrs/ mrh femoral component, cone augment, stem and extender, sleeve, rotating component, axle, bushings and bumper were implanted along with cables and sleeves. Update: pt had loose femoral components of a mrh & stem extension.

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown knee was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "I can confirm that at some point in the past the patient underwent surgery where a cemented rotating hinge prosthesis was inserted in the right knee. I can do so because I was able to see an x-ray with the implant in place. According to the product inquiry event description the patient underwent a revision procedure on (B)(6) 2024, however I cannot confirm this because I have no doctors notes, operation notes or x-rays after the revision. Root cause analysis: assuming that the event is femoral component loosening of a modular rotating hinge implant, the root cause cannot be determined with certainty. The causes of femoral component loosening of a modular rotating hinge implant with femoral stem extension are multifactorial including surgical technique in the way that the implant is positioned and sized as well as the technique of cementing to assure a satisfactory cement mantle in satisfactory apposition to the host bone. The technique of cement usage and implantation is also key. Patient factors including lifestyle, activity level and bmi can also be considered. I would not assign any causality to the implant itself." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review of the provided medical records by a clinical consultant indicated: "I can confirm that at some point in the past the patient underwent surgery where a cemented rotating hinge prosthesis was inserted in the right knee. I can do so because I was able to see an x-ray with the implant in place. According to the product inquiry event description the patient underwent a revision procedure on (B)(6) 2024, however I cannot confirm this because I have no doctors notes, operation notes or x-rays after the revision. Root cause analysis: assuming that the event is femoral component loosening of a modular rotating hinge implant, the root cause cannot be determined with certainty. The causes of femoral component loosening of a modular rotating hinge implant with femoral stem extension are multifactorial including surgical technique in the way that the implant is positioned and sized as well as the technique of cementing to assure a satisfactory cement mantle in satisfactory apposition to the host bone. The technique of cement usage and implantation is also key. Patient factors including lifestyle, activity level and bmi can also be considered. I would not assign any causality to the implant itself." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right knee was revised. A gmrs/ mrs/ mrh femoral component, cone augment, stem and extender, sleeve, rotating component, axle, bushings and bumper were implanted along with cables and sleeves.